Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged within one day of being implanted. The physician attempted to reposition the lead, but due to the patient's anatomy was unable.